Event description:
This report is to advise of an event observed during device analysis revealing exposed and frayed wires of the power supply cable. The patient electronics system and power accessories were replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
One cardiomems patient electronic system with power supply and power cord was received for evaluation. Visual inspection revealed the power supply cable was frayed and wires were exposed.